Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the patient side manipulator (psm) to resolve the reported issue. The system was tested and verified as ready for use. The psm was analyzed and in logs, error 31009 was found indicating a failure to detect the tool or tool sensor during installation, confirming the fault occurred in the field. Upon visual inspection, the presence pins on the sterile adapter (sa) mount were found with high friction, specifically the right retention plate pin, replicating the reported event. The unit was installed onto a golden system and functioned as expected. The unit was then installed onto a patient side cart fixture test platform (pftp) and passed all relevant testing within specification. The complaint was confirmed based on failure analysis. As a result of this investigation, failure analysis has concluded that the presence pins are the probable root cause of the reported event.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer encountered a problem regarding a drive on the system. One of the drives was not functioning. There was no report of patient injury.